Manufacturer narrative:
Block b3: date of event: approximately sometime before the bsc aware date of 11mar2025. Exact date is unknown. Block d2b: indication for use of the device is unknown at this time despite multiple good faith efforts to obtain the information.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion in the skin overlaying the extension header site under the scalp wherein there is the presence of a small hole.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion in the skin overlaying the extension header site under the scalp wherein there is the presence of a small hole. Additional information was received indicating that the patient was evaluated and the physician determined there was no concern of erosion.